Manufacturer narrative:
Due to character limitation e1: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) having safety disk malfunction. There was no patient involvement.

Event description:
.

Manufacturer narrative:
Due to character restriction in block e1. E1 event site address is (B)(6). Updated fields: b4,d5, d8, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11, e2 ,e3 ,e4 , e1 ( event site address , initial reporter , event site email , event site telephone) , g1 ( contact person ¿ mfg site ) , g2. A getinge field service engineer (fse) confirmed that the inspection was not within the range of the standard during a regular inspection. The problem was resolved by replacing the safety disk (0202-00-0140).